Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID scanned and then stopped working. A field service engineer (fse) replaced the bio ID scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID required maintenance. The nurse attempted cleaning with alcohol and rebooted the machine, but the issue persisted. As a result, staff in the ICU were required to use witness sign in to access the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.